Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was not received basal delivery for a total of two hours a day, based on review of the diasend report. The reporter noted that the average daily basal was showing as 15.8units, however the patient¿s basal profile was 17.55units. The reporter stated that there were no suspends and no temporary basals that could account for the discrepancy, but noted that there had been infusion set changes. The pump was not available for troubleshooting at the time of initial contact. Customer technical support made attempts to contact the reporter for troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as there is an allegation against the delivery function of the pump.